Event description:
Reported by the pt to the FDA via report as: "nausea, vomiting, reflux, obstruction with band intolerance and removal of the lap-band system with a sleeve gastrectomy performed."

Manufacturer narrative:
Taper ii. The product associated with this report will not yet been returned. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. Intolerance, nausea, vomiting, reflux and obstruction are surgical/physiological complications, and analysis of device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the possible outcome of reflux as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures." Device labeling addesses the reported events as follows: "obstruction of stomas has been reported as both an early and a late complication of this procedure. This can be caused by edema, food, improper initial calibration, band slippage or pouch torsion." "Nausea and vomiting may occur, particularly in the first few days after surgery and when the pt eats more than recommended." Device labeling addresses device intolerance as follows: "causes of partial or complete failure include, without limitation, expected or unexpected bodily reactions to the presence and position of the implanted device, rare or atypical medical complications, component failure and normal wear and tear."